Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Console purge assembly was inspected. Upon opening the purge assembly door, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the purge clip on the automated impella controller (aic) was broken. The initial device was removed from service due to this issue. A loaner was sent to the customer. No indication of patient involvement, injury, or harm.